Manufacturer narrative:
The received device had the cannula assembly deployed and the formed needle failed to retract. The pod generated an 0x1c alarm after operating for 80 hours. Damage was found on the slide retract and the formed needle, indicating improper installation of the formed needle, which was not seated in the slide retract. This issue resulted in the formed needle failing to retract. No issues were found that would prevent the soft cannula from deploying.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the cannula did not deploy but the needle did and it did not retract back into the pod after activation.